Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the m16 catheter. His catheterization technique was reviewed and it is a clean technique, but not a sterile technique since he uses his bare fingers to insert the catheters.

Event description:
Intermittent catheter patient (user) said he was experiencing a urinary tract infection (uti) which is ongoing for the last three months concurrent with catheter use. He said was given a few antibiotics which worked temporarily and is now taking sulfamethoxazole-tmp ss on a daily preventive basis. During follow-up, the patient said he was prescribed different antibiotics multiple times over the following many months, but the infection returned over and over again. He could not get rid of the same recurring infection until his doctor placed him on a daily maintenance antibiotic.